Event description:
The digital stryker prophecy team received a CT scan indicating that the patient has pain at the ankle joint may require a revision surgery of both the tibial and talar components. It looks like the primary tibial cut was off axis and the ankle is in varus and the physician is trying to determine if the patient needs a tibia osteotomy and leave the ankle or ignore the tibia and revise the tibia so it¿s not in varus.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient has pain at the ankle joint may require a revision surgery of both the tibial and talar components. It looks like the primary tibial cut was off axis and the ankle is in varus and the physician is trying to determine if the patient needs a tibia osteotomy and leave the ankle or ignore the tibia and revise the tibia so it¿s not in varus.

Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: unfortunately, the reconstruction are pretty distorted. Therefore, an assessment is difficult. There seems to be a clear loosening and partial migration of the tibial component. The authors/treating surgeons speculate about the initial tibial cut to be in varus contributing to a varus malpositioning now. Therefore, either patient related factors due to poor bone substance and subsequent malpositioning or treatment related factors due to poor initial cut of the tibial bone for implantation have to be considered as the underlying cause. Without further direct postoperative x-ray or CT no sound assessment can be performed. In addition to that we have the poor quality of the reconstruction and therefore I would recommend to conclude, that we have a lack of sufficient information and no medical assessment is possible, here. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.